Event description:
The patient reportedly was admitted to the hospital due to fluid observed at the implant site. The patient reportedly had headache and pain at the implant site. The patient was treated with antibiotics (type unknown). The patient continues to be monitored.